Event description:
The device was used during a thoracoscopic lobectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon resected the tissue at the application site and manually sutured to correct the condition and complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA.